Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-08. Investigation summary: it was reported that there is moisture inside the syringe. To aid in the investigation, one sample with no packaging blister and three photos were provided for evaluation by our quality team. The sample came in a plastic bag. A visual inspection was performed with a 10x magnifier lens. No moisture was observed in any area of the syringe. No other defects or imperfections were observed. Each photo shows a syringe that has the plunger rod-rubber stopper at different positions. From the photos it is not possible to observe the moisture reported by the customer. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that moisture was seen inside the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating moisture inside 30ml luer lock syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) USA has been used as a placeholder based on the reported phone area code. Investigation summary: it was reported that there is moisture inside the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. Each photo shows a syringe that has the plunger rod-rubber stopper at different positions. From the photos it is not possible to observe the moisture reported by the customer. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that moisture was seen inside the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating moisture inside 30ml luer lock syringe."